Event description:
While performing a laparoscopic duodenal switch, surgeon noticed that he was unable to fire a clip using a endo clip¿ ii 10 mm single use clip applier (lot # j1h0994ny). Doctor was able to load a clip without incident but when he attempted to fire the clip, it would only work after multiple attempts. The endo clip¿ ii 10 mm single use clip applier was removed from surgical field and a new endo clip¿ ii 10 mm single use clip applier was opened. Medtronic representative was present in room during incident. No harm to the patient per surgeon and operating room staff.